Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until they reportedly expired as reported under MFR #: 2916596-2026-02422. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. A and the heartmate 3 patient handbook, rev. C are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. The IFU lists potential adverse events, including infection (localized, driveline, and pump pocket) and multiple types of organ failure and dysfunction (right heart failure and renal dysfunction), that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. The IFU also lists infection as a potential late postimplant complication. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted from (B)(6) 2025 to (B)(6) 2025 for major bacterial infection, right heart failure with peripheral edema, and renal dysfunction. The infection was characterized by a positive blood culture and treated with drug therapy. The patient was also treated with intubation/ventilator.